Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open during efaa) could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause of the reported unintended movement could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report unintended movement. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. An xtw clip was inserted and while establishing final arm angle (efaa), the clip opened due to the lock failing. Therefore, the clip was removed and replaced. A new clip was inserted and successfully implanted, reducing mr to a grade of <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.